Event description:
Dr. Was attempting to cross lesion with corsair pro microcatheter but was unsuccessful. After removing the catheter from the body over the wire he noted the tip to be shredded. No fragments noted to be within the patient or access site according to dr. Was saved to be returned for inspection. Patient sustained no injury.